Manufacturer narrative:
Eval is pending upon completed investigation of the product and requests have been made for return of product. Device manufacture date is unknown.

Event description:
The surgeon had difficulty engaging struts and locking struts, small 10mm. Add'l info received from the sales rep on 01/21/2010. A pt with generative disc disease underwent an alif surgical procedure at l4-l5 on (B) (6) 2010. The surgeon prepared the disc space and inserted the two infix endplates. He was trying to insert the two infix 10mm small struts when both struts would only engage in the bottom endplate and not the top. The surgeon then removed both endplates and both struts. He was able to successfully construct the endplates and struts with add'l infix products. There was a 15 minute surgical delay.